Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure at involving a pipeline embolization device, there were multiple deployment issues. Initially, the tip end of the stent was not anchored properly and fell off during the first deployment. Upon retrieval and a second attempt, the middle section of the stent could not be opened at the bend. Blood clots were discovered inside the stent after it was withdrawn. The devices were prepared according to the instructions for use (IFU). The aneurysm was located in the clinoid artery segment, with a maximum diameter of 7mm and a neck diameter of 6mm. The distal landing zone measured 3.1mm and the proximal landing zone measured 4.29mm, with moderate vessel tortuosity. Dual antiplatelet treatment was administered, though the platelet reactivity unit level was not tested. The angiographic result post-procedure indicated no injury, with a reduced dosage of tirofiban used. The stent was cleaned, but for safety reasons, it was replaced. No patient symptoms or complications were reported. Ancillary devices: 8f cordis guide catheter, marksman microcatheter, 5fnavien microcatheter, synchro14 guidewire.

Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have ¿movement during deployment¿ as the pipeline flex braid ends were found to be fully opened and damaged. The braid was returned already detached from the pusher. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm. In addition, based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of the braid was found to be fully opened and no damage. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were not multiple pipelines in use when the issue occurred. It was noted that positioning of the pipeline was difficult due to "downward trend" and the pipeline was being deployed in a vessel bend. The pipeline was not implanted. Retrieving and wagging/shaking of the device were tried to help open the pipeline without success. It was removed and replaced with another pipeline to complete the procedure successfully.